Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime last year. Block d6b: 2022.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an explant procedure and the explanted ipg was not returned as it was disposed per hospital policy.